Manufacturer narrative:
The customer¿s reported complaint of the ¿restart¿ key not responding on returned door/ keypad assembly was confirmed or replicated during testing. Test results, consisting of a functional test and asm keypad test confirmed the keypad failing the ¿restart¿ key to operate as intended. The source of the failed key was identified during the inspection of the metal dome key. The presence of contamination was observed under the failed metal dome key, creating a layer obstructing the contact with the flex circuit when the button is pressed. Fir# (B)(4) was opened to investigate fluid ingress of pump module keypads and door assemblies. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the biomed department has had to replace the keypad for the 8100 module, p/n tc10008458. (Date code: 16/09 21), lot 055276. The keypad was replaced approximately six months ago and now has a "restart" key that isn't responding. The customer ask whether the part number and date code have a known problem. There was no report of patient involvement.